Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
There were no log files from (B)(6) 2024. There were no photos of the pump exchange that were taken.

Event description:
On (B)(6) 2024, the patient was decannulated from the peripheral va ECMO. After the impella rp was in place, a chest tube was placed in the operating room. The patient returned to the unit and required multiple vasopressors and inotrope support. Shortly after the patient arrived back to the unit, a post operational chest x-ray was performed. The chest x-ray revealed near complete whiteout of left lung with mediastinal left shift. A bedside bronchoscopy was performed. At 18:20 on (B)(6) 2024, shortly after the bronchoscopy, the nursing staff reported a drop in hemoglobin (hgb) to 8.5 and received orders to transfuse one-unit packed red blood cells (prbc). There were large amounts of chest tube output at this time. 15 minutes later, the lvad flows were down to 1 lpm and decreased impella flows were down to 2.5 lpm. The mean arterial pressure (map) at this time was 20s-30s. Multiple blood products were ordered, the lvad flows returned to near normal once volume was administered to the patient. The patient required multiple blood product transfusions overnight on (B)(6) 2024 into the morning of (B)(6) 2024. The pressor support and inotrope support were continued. On (B)(6) 2024 at about 03:00, 2 chest tubes were placed at bedside due to right sided hemothorax. The patient was bleeding and had poor support from rp flex. The rp flex was removed at bedside and a percutaneous rvad with a spectrum cannula and a centrimag with oxygenator was placed. Adequate flows were initiated with rvad, but the patient was still bleeding from chest tubes. Near constant blood product administration was given in attempt to maintain flow and map. The care team discussed with family regarding poor prognosis and the patient's family requested to place patient on comfort measures. On (B)(6) 2024, the patient passed away after the devices were stopped. It was reported that mild right ventricular (rv) failure existed pre-left ventricular assist device (lvad) implant but the patient experienced worsening rv failure at the time of the event. A device related issue did not cause or contribute to right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported events and patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8.0¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft, outflow graft bend relief, and graft hardware were not returned. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including right heart failure, bleeding, and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, section 6 of the IFU (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that after the pump was implanted, the flow dropped suddenly to 0lpm. There was no change in power. The patient had low flow alarms. The pump was exchanged. The low flow alarms resolved with pump exchange and volume resuscitation. When the low flows stopped there were no symptoms. However, when the flows stopped, the patient's blood pressure (bp) and mean arterial pressure (map decreased along with peripheral arterial oxygen saturation (sp02). The patient passed away on (B)(6) 2024. The cause of death was right ventricular (rv) failure. The death was not considered to be device related and the device was operating as expected.